Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was explanted due to a lead fracture two to three inches from the distal from pin at a 90 degree angle. Upon removal of the implantable cardioverter defibrillator from the pocket, the ra lead was noted to be wrapped around the device. It was noted that the device was a sub-pectoral implant. During the lead extraction, the tip of the ra lead broke off high in the superior vena cava and the left subclavian vein was dissected. The ra lead was completely destroyed and will not be returned. Due to the force used to take the device out of the pocket, the clinician dented the implantable cardioverter defibrillator. No adverse patient effects were reported.